Event description:
Material no: unknown batch no: unknown. It was reported via email: catheter locking tab broken/low flow possibly due to occlusion. Event description per attached email states: received complaint from daughter of pleur-x kit consumer reporting that last night during drain the white tab on the tip of the catheter broke off so the cap would not stay on and is being held on by tape. Catheter in place for 2+ years. She called edgepark about it and they told her to call bd. She really wants a replacement tip if possible. I did not make any promises but said that we would investigate. No sample or product information available. Caller also reported last week they experienced 1 bottle that was slow, blockage, and the fluid was red/bloody. Doctor has been notified and suggested "backflushing". They did miss 1 drain last week because edgepark did not send replacement in a timely manner. Edgepark was notified about this issue last week. No sample and only product information she could give was 1000ml bottle. No hissing or broken/missing pieces, clamp operated properly as far as she knew. Questions/inquiries: confirm patient harm and notate in event desc per attached statement above spoke to relative: heading to get chest x-ray to see catheter placement; they will reach out to interventional radiologist to replace catheter locking tab; waiting for details. 29jan2021: I just got off the phone with the customer¿s daughter. She had to go into the hospital because her lung collapsed. Turns out she had quite a few clots in her lung as noticed from the chest x-ray. The chest x-ray showed the catheter was still in the proper place, but the clots were breaking off, and clogging the line, all of which explains the frothy, bloody slow drainage.

Manufacturer narrative:
(B)(4): no sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Material no: unknown batch no: unknown it was reported via email: catheter locking tab broken / low flow possibly due to occlusion event description per attached email states: received complaint from daughter of pleur-x kit consumer reporting that last night during drain the white tab on the tip of the catheter broke off so the cap would not stay on and is being held on by tape. Catheter in place for 2+ years. She called (B)(6) about it and they told her to call bd. She really wants a replacement tip if possible. I did not make any promises but said that we would investigate. No sample or product information available. Caller also reported last week they experienced 1 bottle that was slow, blockage, and the fluid was red/bloody. Doctor has been notified and suggested "backflushing". They did miss 1 drain last week because (B)(6) did not send replacement in a timely manner. (B)(6) was notified about this issue last week. No sample and only product information she could give was 1000ml bottle. No hissing or broken/missing pieces, clamp operated properly as far as she knew. Questions/inquiries: confirm patient harm and notate in event desc per statement above. Spoke to relative - heading to get chest x-ray to see catheter placement; they will reach out to interventional radiologist to replace catheter locking tab - waiting for details. On (B)(6) 2021: I just got off the phone with the customer¿s daughter. She had to go into the hospital because her lung collapsed. Turns out she had quite a few clots in her lung as noticed from the chest x-ray. The chest x-ray showed the catheter was still in the proper place, but the clots were breaking off, and clogging the line, all of which explains the frothy, bloody slow drainage.